Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd micro-fine¿ pro pen needle the device was unable to deliver the medication. The following information was provided by the initial reporter. The customer stated: "before use, I attached a pen needle to the pen but the drug solution didn't come out because there seems to be blockage of the needle."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-03-02. H6: investigation summary: thirteen open 32g x 4mm pen needle samples and five photos were returned from lot. No. 1055342, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on two samples and a broken non patient end of cannula was observed on the remaining eleven samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported before use the bd micro-fine¿ pro pen needle the device was unable to deliver the medication. The following information was provided by the initial reporter. The customer stated: "before use, I attached a pen needle to the pen but the drug solution didn't come out because there seems to be blockage of the needle."